Event description:
Consumer/end user reported when completing the flow check, the insulin clogs the needle. Informed the caller proper placement of the non-patient end and to review the needle before use. Dc lot # unknown discard box items catalog# bd nano, 32g pen needle date of event unknown sample status discard

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.